Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated that they experienced high blood glucose of 500 mg/dl with 630g insulin pump. Customer treated high blood glucose with insulin pump. Customer reported current blood glucose was 300 mg/dl. Troubleshooting was performed to find out possible cause. Nothing was found. Device will not be returned for analysis.